Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported poor aspiration. Additional information has been requested but not received.

Manufacturer narrative:
Following the submission of the initial report, it was discovered that a duplicate medical device report with manufacturer report number 2028159-2019-00029 was submitted relating to this event. The manufacturer internal reference number is: (B)(4).